Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker exhibited a loss of capture, which resulted in this patient having multiple seizures. The field representative (rep) found the device had reverted to safety mode. It was noted that the loss of capture was not due to unipolar myopotential oversensing, which was typically seen with safety mode reversion. This patient also experienced fainting and syncope. The patient was given a temporary pacer until the device was replaced, due to continued seizure episodes and patient symptoms. Additional information was requested from the field. This pacemaker was explanted, replaced, and received by boston scientific for analysis. No additional adverse patient effects were reported. Additional information was received from the field. The device couldn't be interrogated due to safety mode. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a loss of capture, which resulted in this patient having multiple seizures. The field representative (rep) found the device had reverted to safety mode. It was noted that the loss of capture was not due to unipolar myopotential oversensing, which was typically seen with safety mode reversion. This patient also experienced fainting and syncope. The patient was given a temporary pacer until the device was replaced, due to continued seizure episodes and patient symptoms. Additional information was requested from the field. This pacemaker was explanted, replaced, and received by boston scientific for analysis. No additional adverse patient effects were reported. Additional information was received from the field. The device couldn't be interrogated due to safety mode. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited a loss of capture, which resulted in this patient having multiple seizures. The field representative (rep) found the device had reverted to safety mode. It was noted that the loss of capture was not due to unipolar myopotential oversensing, which was typically seen with safety mode reversion. This patient also experienced fainting and syncope. The patient was given a temporary pacer until the device was replaced, due to continued seizure episodes and patient symptoms. Additional information was requested from the field. This pacemaker was explanted, replaced, and received by boston scientific for analysis. No additional adverse patient effects were reported.